Event description:
Thrombus identified in l axillary and l subclavian veins per ultrasound venogram 8/27/94. Pt admitted to acute 0130 8/28/94. At 0925 8/28 venogram injection through PICC line inserted 6/21/94 and utilized for antibiotic therapy as op, was performed. While withdrawing the PICC during the injection of contrast, a fracture was identified at the level of the first rib. At the time of PICC removal 4 cm was identified as broken off. Multiple attempts to retrieve the fragment was unsuccessful. The fragment migrated eventually and was not able to be located via fluoroscopy and chest CT.